Manufacturer narrative:
G4: 30mar2021. B4: 31mar2021. The returned lcd was examined. It was found that the wires connecting the backlight inverter to the display were discolored due to high temperature. The customer complaint was verified. The dim display was caused by failure of the lcd panel. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03nov2020.

Event description:
The customer reported that a philips v60 unit experienced a dark display upon powering on the device. The device was not in clinical use at the time the issue was discovered. This event was discovered during pre-use set up. There was no patient or user harm reported. No delay to patient therapy was reported. The customer confirmed the reported issue via operational check. Following the evaluation of the device, the customer replaced the user interface assembly to resolve the problem. The unit was then functionally tested and successfully passed all specified tests. No other abnormality was observed.